Event description:
It was reported that an asahi meister guide wire could not be manipulated as intended during a bronchial artery embolization (bae). After removing the meister from the patient anatomy, burr-like deformation was found on the wire shaft. The guide wire was replaced with a new meister to resume the procedure. The intended treatment was completed without any issues. There were no adverse patient effects associated with this event.

Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported meister guide wire was returned for evaluation. The returned meister was found bent in a crank-like shape at approximately 65mm from the tip. At approximately 87mm from the tip, the meister was found twisted and fractured core was exposed. The coil was found elongated at approximately 100mm-130mm from the tip. The polymer jacket was found torn apart along the elongation of the coil. For observation purposes, the polymer jacket and the coil were removed to expose the core fracture end on the distal side. The distal side of core fracture was found located at the proximal end of the inner coil at approximately 65mm form the tip. Both proximal and distal fracture ends of the core were found deformed into a hook-like shape. Observation by scanning electron microscope (sem) found that the core fracture ends had a flat fracture surface, which is characteristic of fracture by accumulated torsion. The elongated coil remained in one piece. Measurement of the returned guide wire and correspondence of the core fracture ends confirmed that there was no missing part of the core. However, as the polymer jacket was severely damaged, it was unable to determine if there was a missing piece of the polymer jacket. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that bending stress and torsion generated with wire manipulation had most likely contributed to the observed fracture of the core of the returned meister. As the meister was likely deformed into a loop during wire manipulation, continued manipulation then made the loop become tightened, accumulating the bending stress and torsion on the core and eventually causing the core to be fractured. Further applied tensile stress generated with removal then made the coil elongate along with tearing of the polymer jacket. It was concluded that this event was not attributed to product quality. Given the severe damage observed on the returned guide wire, it was unable to completely rule out a possibility that some polymer jacket fragment(s) might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings] when torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction. Observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. [Malfunction and adverse effects] damage.